Event description:
It was reported that when using the bd pyxis¿ medflex 1000 inactive patient on cabinet results unable to issue medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient was inactive on cabinet. A technical support specialist (tss) confirmed that customer reported that the patient status appeared as "active" on their end. However, upon tss inspection in medbank myqlink (mql), the "active" checkbox was not selected. Informed the customer that pharmacy or super admin level access is required to activate the patient in mql. Customer was able to locate someone with appropriate access to edit the record, and the patient was correctly showing as "active" in mql. The system functioned as intended after the technical support specialist investigate the device.